Manufacturer narrative:
The device was manufactured between october 06, 2018 - october 08, 2018. The actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which spike port cap leak at the spike port of both samples. The reported problem was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle brown port. The leaks were discovered during filling. There was no patient involvement. No additional information is available.